Event description:
Caller reported blood glucose results of 18 mg/dl on compact plus system, 28 mg/dl on compact system 1, and 150 mg/dl on compact system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is compact plus system, medwatch with identifier (B)(6) is compact system 1, medwatch with identifier (B)(6) is compact system 2.